Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. This lead was replaced for a lead of the same model and in the same position. Reasonable evidence suggests this lead exhibited a malfunction. This lead was successfully replaced. No additional adverse patient effects were reported.